Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient mentioned they believe their incision is becoming infected and asked if there was something they could put on it. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp). The issue was not resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.